Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was hit and the pump touch screen was cracked. An alternate method of insulin delivery was available. The customer¿s blood glucose was 410 mg/dl. It was unable to be confirmed if the pump was still functional. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.